Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient received a letter requesting the device to be returned for investigation. The patient stated he will be retaining the device for legal purposes. The patient alleged to having a noticeable difference in breathing and lung capacity. There was no report of serious patient harm or injury. There was no report of medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.